Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s928usqs6dze2. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reportedly rose to 600 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient's husband reported that the pod was changed around noon the previous day and that blood glucose levels continued to rise despite multiple correction boluses. Reported symptoms included moaning, labored breathing, and a "high" glucose reading displayed on the dexcom system. Due to the patient's worsening condition, emergency medical services were contacted, and paramedics reportedly confirmed a blood glucose level of 600 mg/dl. Upon pod removal in the emergency room, the cannula was observed to be completely bent beneath the adhesive. The patient's husband reported observing an insertion mark at the infusion site but was unsure whether the cannula had remained properly inserted after deployment. The patient was diagnosed with dka and received treatment with intravenous (IV) fluids and insulin. The pod was disposed of at the hospital. At the time of reporting, the patient remained hospitalized.